Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Inspected associated components over several days while replacing parts in the helium pressure lines in order to isolate leak. Found cracked helium gauge and replaced. After replacing most of helium assembly, unit leak was isolated and stopped. Performed functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) received repeated low helium pressure warnings. Patient iabp use was completed without issue and there was no harm to the patient.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).